Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Investigator visually inspected the pump and a disposable cassette was attached for tests which passed. According to the investigation the customer problem could not be repeated or verified. However, investigator replaced the pump downstream occlusion sensor for prevention measure. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a constant "cassette not attached" alarm. There was no patient involvement.